Event description:
Information received by medtronic indicated that the insulin pump had a over heated battery compartment and battery. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged overheating issue found on (B)(6) 2021. The pump passed the displacement test, active current test and self test but failed the sleep current test. No unexpected alarms noted during testing. Pump was monitored and no evidence of overheating was found. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Multiple low battery alerts were found in the history files on, and near the event date from (B)(6) 2021 11:46:00.000 to (B)(6) 2021 14:26:22.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails. Multiple low battery alerts confirmed due to esd latch-up on an ic. Moisture damage on pcba 1 and pcba 2 confirmed. Device heating up not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.